Event description:
Customer reported discordant ionized calcium (ca++) result between two instruments. Customer indicated that instrument flagged a d39 error code (obstruction or a sample not detected). There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that the patient sample was a serum sample and that siemens aspiration adaptors are used, but they have been cut to be able to aspirate adequate sample volume. Per the rapidpoint 500 system operator's guide, arterial blood, venous blood, or mixed venous blood are the only sample types that are indicated for use on the instrument. The cause for the discordant ionized calcium (ca++) results is due to an operator error.